Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy system was showing a broken probe error code on multiple transducers and probes. The patient did not receive treatment using the lithotripsy system and instead the kidney stones were broken up with a holium laser. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed, the unit gives the probe check error due to broken pins from the transducer receptacle. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.